Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer stated the bearings are making a clicking noise as if it has a flat spot.